Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) check line for kinks, fibrin, and bubbles. The hp stated that the patient line had air bubbles in it. The hp did not want to start with new supplies and will contact registered nurse (rn). The hc is operational. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2012 regarding air in the line during a low drain volume alarm. The hp reported that the issue was resolved, but he did not know the cause of the air. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp said he primed the lines completely before connecting. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported of air in the patient line during initial drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.